Event description:
Additional information was received. The system also had issues installing application 2.1 in another case. The field representative eventually got it to resolve by using another system to download the compact discs.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991, serial/lot #: unknown h2) please see the additional codes section for new annex g code, section d4 for system serial number, and section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the rep installed the cd/dvd drive and the cd/dvd drive did not recognize cd/dvd's. After reseating the external cd/dvd drive, the rep could hear it spinning but nothing showed up in the file. Connecting the old hard drive did not work. The external cd/dvd drive was able to recognize it. The external cd/dvd drive in a universal serial bus (usb) ports on the computer, recognized that a cd was installed. A mix and match old and new cables did not make a difference. If you unplug the cd/dvd drive from the back of the system while it is on, you have to restart the system. The drive was able to be recognized.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that the dvd drive needed to be replaced. The issue was resolved after the replacement. The drive, lot number: s12c6yah400dg2, was returned to the manufacturer for analysis. The returned drive was found to be fully functional when connected to a known good computer. The drive was able to read and load an exam from a known good disk without issue. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. Based on provided information, this appears to be an issue with drive connection issues and does not appear to be an software issue. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that they were unable to load patient images off of a cd. When putting the disc into the system it prompted a "no media detected" message as well as a "unable to find patient images" message upon further attempts. The representative was able to load the disc on another stealth after two attempts. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.